Event description:
The clinician reported the iab was inserted with a sheath. After connecting the iab to the pump, the helium loss alarm went off intermittently. The clinician returned to the room and found the pump stopped working. The console showed helium loss alarm but an alarm was not sounding. The clinician started the pump again and the pump ran until the therapy was complete. There were no reported patient complications.

Manufacturer narrative:
Prior to this report, the console was repaired by mipm (contract service provider). The cpu board was exchanged. Mipm was notified and the pump will be serviced again. The product will be returned. A follow-up report will be filed if more information becomes available.